Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2017, the patient experienced a skin reaction to sensor adhesive. The sensor was inserted into the abdomen. The patient stated that she used to get hives at the sensor insertion site when she applied sensors to the abdomen area. The number of reactions and incident dates were not provided. Approximately one year ago, the patient mentioned skin reactions caused by sensors placed on abdomen area to her doctor. The doctor recommended placing sensors on arms instead. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient¿s reactions had healed. No additional event or patient information is available.